Event description:
It was reported that a ceiling mounted light fell from the ceiling after being articulated. No pt was involved. The light was shipped to the MFR for evaluation. A tech was sent in to inspect the hosp's remaining thirteen (13) ceiling mounted lights. It was noted that the hosp-installed ceiling rods had been cut off at the bottom instead of the top. MFR had improved the design since these particular lights were mfg. Newly designed ceiling rods and bushing assemblies were shipped to the hosp. Per MFR the returned unit was repaired using the upgraded parts. Thirteen (13) add'l upgraded kits were sent to facility for retrofitting their existing lights with an estimated completion date of 2/18/97.